Manufacturer narrative:
(B)(4).

Event description:
It wasoperating room for device change-out due to normal eri. Externalized conductors were observed, and no electrical reported that the patient was presented in the anomalies were detected. Patient will continue with routine follow-ups. Lead remains implanted.